Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed a misaligned probe causing the probe wipe to drip, so the fse realigned the probe and replaced the probe wipe to resolve the leak. Upon recur; the failure mode identified could cause erroneous cbc and differential results because of carryover due to incomplete rinsing of the probe after sample aspiration. (B)(4).

Event description:
The customer reported the probe wipe drips about 1 ml of diluent to the floor from the lh500 instrument. The leak was not contained. No erroneous patient results were generated in connection with the reported event.